Event description:
It was reported that 2 bd alaris smartsite extension set experienced component separation and leaked. The following information was provided by the initial reporter: faulty filter. Filter popping off in the middle of the infusion. Additional information from customer 29-mar-2023: the failure in the filters resulted in multiple chemo spills, which in turn means the patient did not get their full dose of medication.

Manufacturer narrative:
H6: investigation summary one photo was received as sample from the customer. The photo was analyzed and the separation described is clearly presented and the complaint of separation has been verified. The root cause of this separation between tubing and filter is unknown though without further information like a physical sample for testing. A device history record review for model 20027e lot number 22059361 was performed. . There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris smartsite extension set experienced component separation and leaked. The following information was provided by the initial reporter: faulty filter. Filter popping off in the middle of the infusion. Additional information from customer (B)(6) 2023: the failure in the filters resulted in multiple chemo spills, which in turn means the patient did not get their full dose of medication.